Event description:
The pump was returned by the facility's biomed for service. While in service the event description was reviewed and a failure code 810:11 was found. The biomed reports it is not known if the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by this device. Information was requested regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified.